Manufacturer narrative:
Product was not returned for evaluation; however, static images were provided. If an retrieval attempt was made previously, this could have damaged the filter resulting in the fracture seen in returned images. The likely location for the fracture was the filtrating interstices. This could not be fully determined without the product being returned. While the images provided were sufficient to confirm the complaint, no root cause could be established without the physical review of the filter. The instruction for use includes some of the following potential complications: injury adjacent to vena cava potentially requiring surgical repair or intervention, filter migration/movement, device breakage or failure, or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure. Filter retrieval, if it is to be done, is recommended to be done within 175 days.

Event description:
The doctor stated that an option ivc filter implanted in 2012 had fractured in between the last two images taken five months apart. Two legs have fractured and one has penetrated into the pancreas. The filter is to be retrieved in subsequent days.